Manufacturer narrative:
No conclusion code available. Final analysis found an integrated circuit anomaly which resulted in a high current drain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No further information was available.